Event description:
It was reported that the ventricular lead exhibited thresholds ranging from 0.5 v to 4 .0 v with a median of approximatley 3.0 v. Bipolar impedance was greater than 2500 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.